Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood noted in the helix neck region. Analysis did not identify any product abnormalities that may have caused or contributed to the reported observations. The lead passed electrical testing and no anomalies noted in helix. Analysis reported that inner conductor coil was stretched.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was found dislodged. A revision procedure was performed wherein the physician explanted and replaced this lead. No additional adverse patient effects were reported.